Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in continuous atrial fibrillation; however, the device diagnostics show the patient was in atrial fibrillation approximately half the time. The device remains in use. No patient complications have been reported as a result of this event.